Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported the screw in the tip of the inserter broke off while unscrewing the cup from the inserter. The screw was recovered.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The device history review was performed no anomalies or deviations found associated with the device in this complaint. The device is used in the treatment of the patient. With the information provided, a definitive root cause cannot be determined.